Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited low r wave amplitude measurements thus it was initially programmed to unipolar configuration. Noise was then noted, thus the lead was programmed back to bipolar with fixed sensitivity of 1.0 millivolts (mv) with r-waves of 1.8 mv. Review of the patient's data found oversensing of noise that led to an inappropriately stored non-sustained ventricular tachycardia (vt) event where there is pacing inhibition and asystole greater than two seconds due to noise. The medical personnel discussed programming options with boston scientific technical services (ts), including programming on the automatic gain control (agc) or programming so the device is less sensitive at 1.5 mv. The pacemaker and rv lead remain in service and no adverse patient effects were reported.